Event description:
Company representative reported a patient was admitted to the hospital and presented with pneumonia. X-ray and imaging were taken and determined that the band had eroded into the stomach two weeks after placement, with possible perforation of the stomach. Follow-up findings: health professional reported antibiotics were prescribed to the patient for treatment of the pneumonia. The patient was discharged and readmitted a week later for continued pneumonia. Surgeon drained fluid and removed the device. The abscess and pneumonia resolved. A few days later, a gastric perforation was noted. Surgeon noted the site of the erosion was leaking, so an exploratory laparotomy was done and the leak was fixed. Symptoms have resolved.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned and was discarded after surgery by the facility. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion, abscess, stomach perforation, and pneumonia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addressed the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the adverse events of stomach perforation and abscess as follows: perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the world. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."